Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation contaminated with blood. Further testing could not be performed as the device was contaminated with blood. However, a retained sample from the same lot was evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed, and the device operated according to specification. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution administration set leaked. This occurred during patient infusion. There was no patient injury or medical intervention reported. No additional information is available.